Event description:
Additional information received reported the patient¿s leads were replaced on (B)(6). No additional follow-up had been done yet.

Event description:
Additional information received reported the cause of the event was lead damage and migration post fall. It was reported the patient¿s battery was only holding a charge for about 3 hours. The patient did not require hospitalization due to the event and no patient injury was reported. It was noted they planned to schedule a revision due to the ¿damaged or migrated leads.¿

Manufacturer narrative:
Product ID 37754, serial# (B)(4), product type recharger product ID 37746, serial# (B)(4), product type programmer, patient product ID 3776-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead product ID 3776-60, serial# (B)(4), implanted: 2013-(B)(6), (B)(4).

Event description:
It was reported that the patient experienced multiple falls and her leads had impedances over 10,000 ohms on 11 of 16 electrodes. It was also reported that stimulation had moved to her rib area from her buttocks and legs. It was noted that the hcp might revise the patient, but planned to determine the course of action at the next office visit. Additional information has been requested, but was not available as of the date of this report.